Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: three batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. The reported power switching event could not be duplicated during bench testing; the batteries did not experience power switching and were able to adequately provide power to a test controller. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due momentary disconnections involving (B)(6). Analysis of the alarm log file also revealed a critical battery alarm logged on (B)(6) 2020 at 21:58:03 due to a communication error involving (B)(6). In addition, review of the data log file revealed several instances involving (B)(6), where the relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on associated batteries. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and battery. The most likely root cause of the reported critical battery alarm event can be attributed to communication errors. A possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Pr00389403 investigated momentary disconnections. Additional products: battery (B)(6) d10: yes, return date: 11-sep-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 battery (B)(6) d10: yes, return date: 11-sep-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 12-may-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 12-may-2018, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on multiple occasions, several batteries exhibited power switching. Also, one of the batteries exhibited a critical battery alarm and two other batteries exhibited communication errors. The batteries were replaced. No patient complications have been reported as a result of this event.